Event description:
It was reported that a device was alarming for constant close door alarms. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The involved device has not been received by baxter. A supplemental will be submitted if the device is sent in for an evaluation.